Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 280 mg/dl to 343 mg/dl. Reportedly, the customer believes the pump may not be delivering insulin. However, the customer reported that they recently ate a meal. The bg level was addressed with boluses. Additionally, the customer believes the most recent bolus was not delivered as the customer reported that it was not logged in the bolus history. A follow up confirmed that the bg level lowered to 229 mg/dl.